Manufacturer narrative:
Correction to d5: operator of device (update entry to 'health professional). Additional information: b5, d4 (update null value to n/a), e3, g2, h4, f10/h6: component codes (remove g04054), h6, h11. B5: the tubing of a clearlink system y-type blood/solution set dislodged from the spike. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed a separation between the spike and tubing. The reported condition was verified on the photo sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred during an unspecified date of december 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink system y-type blood/solution sets broke. For one of the two devices, the tubing became dislodged from spike and for the other device, the line broke between connecting part of the filter and tubing. Both the issues occurred during preparation with normal saline. There was no patient involvement. No additional information is available.